Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an ongoing infection at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported).